Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (greater than 500 mg/dl) and diabetic ketoacidosis. Customer was treated with intravenous insulin drip. Contact suspected pump not delivering insulin; however, system check performed with tandem technical support confirmed that boluses were delivered successfully. Pump data showed that user attempted to set a temp rate but was unsuccessful due to use error (did not exit the pump screen). Contact acknowledged that pump was performing as intended. Customer was discharged (B)(6) 2019 with the issue resolved and no permanent damage.